Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the atrial septal defect. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve however the mean pressure gradient increased therefore the leaflets were ungrasped and the cds removed and the gradient returned to baseline. Another clip was able to be placed, reducing mr to 1. After removal of the steerable guide catheter (sgc), it was noted the fossa became shaped like a septal dissociation. No treatment was performed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported perforation is due to procedural conditions. The reported perforation, as listed in the mitraclip instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.